Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String broke, retained- vagina [foreign body in reproductive tract]. Strings have broken - tampon [device breakage]. Strings have broken while trying to remove the tampon [complication of device removal]. Case description: consumer reported via e-mail that tampon strings break during removal. No serious injury reported.